Manufacturer narrative:
A service visit was performed. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Several attempts to obtain additional information have been made with no response to date. (B)(4).

Event description:
A head nurse reported a system turned off during surgery. A system message was displayed. The system was exchanged to complete the surgery. There was no patient harm. No additional information is expected.

Manufacturer narrative:
Evaluation summary. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The power controller printed circuit board (pcb) was replaced. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).